Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the guide catheter shaft separated from the inner liner material of the device. The physician inserted the guide catheter into the pt and performed intervention on the pt who had very tortuous anatomy. The physician attempted to remove the guide catheter from the pt and felt resistance and indicated that the guide catheter shaft was separating. The physician decided to remove the guide catheter and introducer sheath together without incident. The pt is reported to be fine.